Manufacturer narrative:
(B) (4). (B) (4). Anvil not returned the analysis results found that the device arrived with the anvil missing, otherwise in good visual condition. As the original anvil was not received, further investigation with the original anvil could not be performed. The breakaway washer was not present and there were no staples present. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality with a test anvil; it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. Per event description, it is possible that the anvil was not reattached correctly or completely to the device. It should also be noted when attempting to reattach the detachable head or anvil, do not clamp across or grip on the locking springs as it might not click into place. Please reference the instructions for use for additional information. Event description could not be confirmed as the anvil was not returned for analysis. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
(B) (6). We are unable to obtain further information.

Event description:
It was reported that during an anterior resection procedure, when attempting to perform, the colon and the rectum were prepared as per normal for the coloproctostomy using the device. After marrying the detachable head to the stapler, the dial was turned clockwise by the medical officer until hand-tight. When the medical officer attempted to fire the stapler, no crunch sound could be heard even with excessive force. With the firing handles held in the ¿fired position,¿ the main surgeon took over the stapler and attempted to fire the stapler through the washer to hear the crunch, but was unsuccessful. The stapler was opened and it was discovered that the stapler was stuck in the rectum. The rectum had to be resected in order for the stapler to be released. A new anastomosis was performed using a new device and the surgery was completed. There were no adverse consequences for the patient. Additional information has been requested.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.